Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of noise reversion were observed on the right ventricular lead of an asymptomatic patient. A review of electrocardiograms revealed an oversensing of long qrs waves. The device was programmed with static values to account for this.